Event description:
It was reported that during the implant there was resistance of the stylet and it would not go into the lead. It was also noted there was deformation of the coil. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/fluid in the distal conductor which created an obstruction. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.